Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, the device broke during use on a patient, but it was not fell into patient¿s cavity since it was stuck on the handle. After two hand pieces broke in one operation they changed it to a competitive device to complete the procedure. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: two devices were returned for evaluation. The returned products met specification as received. Visual inspection of each disposable device (device # 1 and device # 2) revealed that the tip of the waveguide was broken off. The broken pieces were returned. Both devices showed the same failure mode. For each device, investigation personnel performed functional testing on the returned hand piece using a test lab generator and battery. The assembled device returned a green light and a welcome tone, but immediately returned a red light-emitting diode (led) indicator with an error tone (alarm activation) when the device was activated. This characteristic indicated that the device was not functional. The waveguide had its tip missing, and the missing piece was returned. Investigation personnel concluded that the titanium waveguide was in use when it cracked and broke off, and may have come in contact with any of the following; hemostats, clips, staples, retractors, etc. During use. The broken piece was returned. The investigation identified the cause of the reported event to be user error. The device instructions for use currently contain a warning against contact between the dissector tip and metal objects (hemostats, clips, staples, retractors, etc.) During activation. Contact with metal objects during use will cause the active blade to crack and may eventually break off. This issue is specific to ultrasonic dissectors. The instructions for use (IFU) advises device users to visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. Instructions for use (IFU) also states: do not use damaged components. Use of damaged components may result in injury to the patient or user. If information is provided in the future, a supplemental report will be issued.